Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on normally during testing. The pump was exercised for 24 hours with no errors, alarms, or warnings. Investigation was completed with user settings obtained from the pump history: an insulin to carbohydrates ratio 1u:30g and a blood glucose target of 140 +/-50 mg/dl. A carbohydrate amount of 90g was entered for testing purposes. Three ez carb boluses were calculated; one with no blood glucose amount entered, one with bg above target (80mg/dl) and one with bg below target (200mg/dl); the pump correctly calculated all the boluses. All were accurately recorded in the pump history. A 10u audio and 10u normal bolus were successfully performed. Both were accurately recorded in the pump¿s history. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump would not calculate the correct amount for a bolus. The reporter stated that the school nurse reported that after calculating a bolus, the pump calculated three times the amount of insulin expected for the delivery. After re-entering the carbohydrate and blood glucose values, the pump was able to calculate the correct bolus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.